Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) customer stated, at the pharmacy his blood glucose was tested on two contour ts meters and the readings were hi and 93mg/dl. The differences between readings fall in the "d" zone of the consensus error grid, making the differences clinically significant. There was no allegation of an adverse event. The customer was advised to return the product for investigation. New product was sent to him.